Event description:
It was reported that the fluid spike line pulled out of orange interface key causing the fluid to drained onto the floor. No harm or injury to the patient.

Manufacturer narrative:
The device, which is unknown if used in a procedure was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.